Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, when the device was engaged on the guide wire inside the guide catheter through hemostasis valve, it was noted that the distal edge of the stent scratched up and lifted. The device was not used and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. A stent strut from the most distal stent strut row was lifted from the stent profile and bent back distally. No damage noted to the rest of the stent. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The undamaged section of the crimped stent od(outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, when the device was engaged on the guide wire inside the guide catheter through hemostasis valve, it was noted that the distal edge of the stent scratched up and lifted. The device was not used and the procedure was completed with a different device. No patient complications were reported.